Event description:
Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Event description:
It was reported that a por (power on reset) condition occurred. The patient had 2 implanted and they had one removed. She had the one on the right side removed, it was taken out maybe about 2 years ago but she still had the left side implanted. It was noted in manufacturer device registration system that the device was removed (B)(6) 2011. When the patient tried to turn the stimulation on, she started seeing a por screen. It started the other day when she tried to turn it on. She had surgery "2 weeks ago because the battery came out of the pocket and they had to put it in deeper, and before the surgery the representative came in to check it and it was working then. The patient say that her surgery was on (B)(6) 2014. She will be seeing her hcp the day after reported event date. Additional information reports that the patient¿ neurostimulator will not connect. She was trying to turn it on and it shows a picture of the dr (doctor) and s. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available. Refer to manufacturer report # 3004209178-2015-00180.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator; product ID 3093-41, lot# v519459, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3093-28, lot# j0417765v, implanted: (B)(6) 2004, product type: lead. (B)(4).